Event description:
Anchoring sleeve lost, possibly in vein. Seen at beginning of implant. Lead sutured w/o anchoring sleeve. No pt complications. User facility reported the "incident was the result of operator error not device failure."